Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, the femoral stem sat proud when implanted. Surgeon reamed again and the femoral stem was loose. A larger femoral stem was utilized to complete the procedure. A delay of over 30 minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."